Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified concentration of ketamine, at an unspecified rate via a gemstar pump. It was reported that after the delivery was started, the pump display was incrementing; however, no flow was noted through the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical for this patient. No medical interventions were required. Though requested, no additional information was provided.